Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was alarming constantly with all of the warning lights illuminated. The patient was directed to the emergency department where the left ventricular assist device (lvad) coordinator exchanged the internal battery with no improvement. A different mpu was lent to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number unknown) alarming for an unknown reason was unable to be confirmed. The mpu was not returned for analysis. Provided information reported that all warning lights were illuminated. The internal battery was exchanged but the issue was not resolved. The mpu was exchanged and the patient was given a replacement. It was stated that there were no other therapies that could have contributed to the reported event. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿ ¿equipment storage and care¿ and section 6 of the patient handbook ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The IFU and the patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (mpu) were unable reviewed as the serial number was unknown. No further information was provided. The manufacturer is closing the file on this event.